Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 160 mg/dl. Customer treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump under delivery. Customer stated drive support cap appears normal. Troubleshooting was performed. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed inf set.